Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18979343/18989368/2000010095/17411298/18989368,

Event description:
It was reported that patient underwent a system explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.